Event description:
Information was received from a healthcare provider regarding a generator and handpiece. It was reported that during a generator rep lacement procedure involving the pacemaker, additional pacing spikes were observed on the screen with electrocardiogram monitoring when a handpiece was used. The device was programmed to dual chambered asynchronous pacing (doo) 70, but additional pacing spikes, including r on t, were noted despite the programming of doo 60, doo 70, and doo 90. Electromagnetic interference from the handpiece was identified as the source of the additional pacing spikes. After replacing the pacemaker with a new one, no additional pacing was observed under the same conditions. No adverse reaction occurred to the patient.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20 & d15. Are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.